Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer for evaluation. The oxygen saturation (so2) measurement is acceptable after the first in-vivo calibration. Per the 1.69 software upgrade, no accuracy is claimed until after an in-vivo calibration is performed.no additional action will be taken at this time.

Manufacturer narrative:
(B)(4). This has been an ongoing issue since the software upgrade. Per sales representative, he believes they have approximately 12 units with the 1.69 software update. Exact serial numbers were not given. There will be no bpm units returned for this issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous oxygen saturation (svo2) on the blood parameter monitor (bpm) was completely unreliable at the beginning of surgery. This was in the first 20-25 minutes of the case until they calibrate with a blood gas. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 2-oct-2015: the cleveland clinic has multiple bpm monitors and the majority have 1.69 version software and a few have 1.65 version. The monitors that have the 1.69 software behave differently than the 1.65 units in regards to svo2 accuracy prior to the initial in-vivo calibration. The svo2 measure of the 1.69 units is consistently 10-15 % points lower than the laboratory analyzed value in the initial in-vivo calibration. After the in-vivo, the 1.69 units svo2 measure is close to the lab analyzed value. This is an issue with these perfusionists as they do not do the first in-vivo calibration until about 20-25 minutes into cpb. This is a critical period of the procedure as they are assessing the functionality of the oxygenator and assessing the adequacy of blood flow. They are aware of the inaccuracies, but would prefer their units behave like the 1.65 units. All cases completed successfully, without delay and without associated blood loss. There was no harm observed.